Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise oversensing leading to inappropriate mode switching and inhibition of pacing. The lead was otherwise stable. The patient presented on (B)(6) 2018 for procedure and the lead was capped and replaced. The patient was stable post procedure.